Event description:
It was reported that this capped right ventricular (rv) lead was explanted due to infection. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).